Event description:
It was reported that ventilator generated o2 concentration low alarm. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was claimed that low o2 concentration alarm and technical error (te) 20004 occurred on the device during usage. The device failed to meet its specifications, it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. The customer provided information, that the unit was used in the process of tracheotomy and ventilator-assisted ventilation. The patient has been disconnected from the unit and connected to other, working unit. The hospital arrange replacement of o2 cell the issue has been resolved and the device was back in working condition. The hospital does not allow on the inspection of the device. The service has not been conducted by getinge employee. Based on that the issue could occurred either in gas supply section and o2 concentration measuring section, the customer complaint has been decided to be reported. In case of gas supply malfunction, this issue might lead to stop of ventilation. In investigated case, the o2 cell (which is used for the measurement and is not affecting the ventilation) has been replaced in order to repair the device. This is also one of the recommendation from service manual for troubleshooting of o2 low concentration, pointing to occurrence of the error with measurement not with gas delivery, which might, in turns, lead to stop of ventilation. The root cause of o2 cell malfunction has not been established. Technical error 20004, which has been also claimed by the customer, indicate that alarm sound level is too low. The alarm te20004 is a start-up alarm that occurs during system startup. The alarm te20004 can sometimes be generated during start-up if there are a lot of noise in the room, that interfere with the microphone check during the internal checks. H3 other text : 4117.

Event description:
Manufacturer ref.#: (B)(4).